Event description:
It was reported by service report that the head board was split at the base exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Headboard cracked with sharp edges.